Event description:
A health professional reported that a xia serrato polyaxial screw, xia blocker, and a xia rod migrated approximately one month post-operatively. Revision surgery has not been performed nor scheduled at this time. This report captures the polyaxial screw.

Manufacturer narrative:
We received two possible lot numbers for the device and will update the record if we receive more information. The lot number could be c12440 or b99063.